Event description:
I had a colonoscopy on (B)(6) 2015 with an olympus scope and got an infection, abscesses, fistulas and a perforated colon. I was in surgery by (B)(6) 2016 and went through 2 years of surgeries, antibiotics, and other various treatments. My surgeon suspected the colonoscopy was to blame and infection had been present for a long time by the time she saw me. My pcp took awhile to figure out what was wrong. I just saw an article about the scope causing severe infections and see the connection now. I am outside the limit for a personal injury suit but hoping there is something that can be done. I should have known about this sooner but believe the manufacturer covered it up. Saw and had surgery (B)(6) 2016 to determine what was going on and put drains in to clear infection.